Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) showed nine months remaining. Analysis was performed and indicated that the battery power was measured around 1600 microwatts post implant. However, two days past implant, the measurement was about 500 microwatts, and has continued this high. In addition, the device was noted to be malfunctioning. The crt-d was explanted. No additional adverse patient effects were reported.